Event description:
It was reported that during a colon resection procedure, that the doctor attempted to staple across the bowel with the device containing a blue reload (cartridge). The distal end of the staple line didn't form and the tissue bled. Tried a new reload (cartridge) and the same thing occurred. The surgeon had to hand sew. There were no pt consequences.

Manufacturer narrative:
Date sent: 05/04/2009. Info anticipated, but unavailable at this time.